Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and could not duplicate the reported malfunction. The device passed all testing and was placed back in service.

Event description:
It was reported that during patient use, a ventilator entered into backup ventilation mode. The patient was removed from the ventilator and placed on an alternate device. The patient was not harmed as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.